Manufacturer narrative:
(B)(4), hernia. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic repair of bilateral primary inguinal hernias under general anesthesia on (B)(6) 2010 and mesh was used. The patient was discharged on (B)(6) 2010 with no issues notes. The patient was seen by the surgeon on (B)(6) 2011 and the surgeon noted a reducible lump in the left groin with suspicion of a recurrent hernia. The plan is to discuss left groin open mesh repair. No additional information is available at this time.